Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was seen in the emergency room where no noise could be reproduced. The s-ICD was reprogrammed to secondary and the patient was admitted to the hospital for observation for a couple days. Technical services (ts) was consulted for review of the two stored episodes. Upon review, ts observed that the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts noted the system has been implanted for only a few months and discussed further troubleshooting options. The s-ICD and electrode remain in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.